Event description:
It was reported that the device exhibited an error that states it does not recognize 1 ml and 3 ml syringes. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported problem. It was determined that the defective plunger printed circuit board was the root cause and was replaced. The device then passed all the testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.